Event description:
During a procedure to implant lefn recon nail, the aiming arm would not allow the 65.mm recon screws to enter the nail. It is reported the guide wires were out, leaving nothing to hold the aiming arm in place. Surgeon completed the procedure using a standard locking option with no further problem, no harm to pt.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.